Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported skin irritation. Model: ust400, 14421-aw rev h / 2016, using the pod 5 / page 44, living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pods viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported skin irritation (red, bumpy and itchy) from the pod adhesive. She was prescribed hydrocortisone for the irritation and the doctor recommended using a skin barrier. The pod was worn between 4 and 24 hours.